Manufacturer narrative:
(B)(4). Lot 15b021 was manufactured from 02/07/2015 ¿ 02/09/2015. The device was received for evaluation. Visual inspection revealed a white floating particle. The cause of the condition was not determined. A CAPA currently exists that addresses this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor contained white, floating particulate matter. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.